Manufacturer narrative:
Per results relayed by the engineer: there is no indication with the information available that any non-conformance with the components as manufactured. The ring chamfer was in the correct orientation and the ring is believed to have been bent at the point of assembly, outside of biomet. The likely cause is something pre-operative in the assembly of components of the implant. Review of device history records found these units were released to distribution with no deviations or anomalies. Review of complaint history found no additional issues for this part/lot. Condition is addressed in package insert. Inconclusive-root cause cannot be determined; device incorrectly prepared for use or modified. Notified biomet EU of completion of investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
During the surgery, the head size was determined. The 28mm head was ¿clicked¿ into the polyethylene head. But it was not possible to place the poly- and 28mm head in the bipolar shell. ¿the two seemed as if they did not fit¿. The ring-loc on the bi-polar shell was in place and not removed. New implants were used to complete the procedure.